Event description:
It was reported that during the use of the device for a non-clinical activity, the battery indicator is not showing fully charged (only shows half charged) and the unit has been plugged in. This is a back-up system in the pump room. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed the field service representative (fsr). When the fsr arrived, the battery indicator was just touching the green section of the indicator. The fsr measured the voltage of the suspect batteries. The fsr replaced the batteries and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.